Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found broken tip clamps and plunger clamps in the problem area of the pipetter assembly. The fse replaced the tip clamps and plunger clamps. The instrument was inspected, tested without further problem, and returned to service.